Event description:
Further follow-up indicates the patient had their ipg replaced due to the ipg being inoperable.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted and replaced for an unknown reason.